Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer crashed every time device interrogation was attempted. The device was able to be interrogated, but it was very slow. A software download was performed and normal device characteristics were restored. The required parameters were programmed back. The patient was doing well.